Event description:
Caller reported damage to tandem charging cable, and it was determined that the charging supplies were not functional. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by replacing the damaged charging supplies.